Event description:
It was reported that, after the aetos shoulder surgery performed on (B)(6) 2024, the patient experienced loosening of the glenoid baseplate eccentric in the left shoulder. The exact cause is unclear; however, it may be related to an early postoperative fall the patient had. This adverse event began on (B)(6) 2025 and it was diagnosed by a clinical study. This adverse event was treated by medication therapy and a revision reverse shoulder arthroplasty was considered to stabilize the baseplate, but the event remains unresolved. It is unknown if the revision surgery has been scheduled/performed. The patient¿s current health status is unknown. No additional complications have been reported.

Manufacturer narrative:
Internal complaint reference:(B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.